Manufacturer narrative:
The wife of a patient called for medical information and additionally reported adverse events. On (B)(6) 2003, the patient had an unspecified stent placed in an unspecified vessel due to an unspecified diagnosis after presenting with unspecified symptoms. It could not be verified at the time of the call if this was a cordis stent. Beginning b)(6) 2003, the patient experienced chest pain due to a blockage. As treatment, patient had a cordis cypher stent placed in the circumflex. Patient was hospitalized for 2 days. Event resolved. Event resolved. Beginning b)(6) 2012, patient had an unspecified event. As treatment, patient had at resolute stent placed in an unspecified vessel. . No further information was obtained at time of call. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
Concomitant medications: carvedilol, lisinopril hctz, furosemide, aspirin. The device associated with this event is an unknown cypher stent and for which both the catalog and lot numbers are unavailable. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The wife of a patient called for medical information and additionally reported adverse events. On (B)(6) 2003, the patient had an unspecified stent placed in an unspecified vessel due to an unspecified diagnosis after presenting with unspecified symptoms. It could not be verified at the time of the call if this was a cordis stent. Beginning (B)(6) 2003, the patient experienced chest pain due to a blockage. As treatment, patient had a cordis cypher stent placed in the circumflex. Patient was hospitalized for 2 days. Event resolved. Event resolved. Beginning (B)(6) 2012, patient had an unspecified event. As treatment, patient had at resolute stent placed in an unspecified vessel. No further information was obtained at time of call.